Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon error code b40 was caused by a failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a defective main board causing the b40 error. The inside harness, printed circuit board and rear panel was found corroded. Additionally, the receptacle unit was found loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had a b40 complete video failure error when turned on. The issue occurred during a routine check of the processor, and no procedure was planned. There were no reports of patient involvement.